Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The lot number was provided but the manufacturing and expiration dates are not available at the time of submitting this report.

Manufacturer narrative:
During pta of a heavily calcified and 99% occluded lesion in the right femoral artery, an sv wire became stuck in the lesion and a portion of the wire separated and remained in the patient after withdrawal. A stent was implanted to hold the wire into place. During the procedure, approach was made from the right femoral artery with a sheath introducer, the sv wire was advanced to the lesion with the support of a balloon catheter as back-up. The sv wire was delivered until its tip seemed to be stuck subintimally. As the sv wire was further advanced it deformed into a loop and could not be advanced any further. The sv wire was withdrawn requiring the use of excessive force, into the guidewire port of the balloon catheter. At this time it was confirmed under fluoroscopy that a part of the sv wire (1-1.5cm) had separated and remained in the patient. The physician tried to remove the separated part but was unable. A stent was used to fix and hold the separated piece against the vessel wall and was then post-dilated. The wire was not kinked, damaged or re-shaped in any way prior to insertion into the patient. The wire was not used for treatment of another lesion and did not become fixed or caught at any time prior to the event. There was no reported patient injury. Per lake region report c 15253 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10330268. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics, operational context and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received that the wire was not kinked or damaged in any way prior to insertion into the patient. It was also not re-shaped by the user. The wire was also not used for treatment of another lesion prior to the event. It did not become fixed or caught at any time prior to the event. During the removal of the wire, excessive force was added. The current status of the patient is stable. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During pta of a heavily calcified and 99% occluded lesion in the right femoral artery, an sv wire became stuck in the lesion a portion of the wire remained in the patient after withdrawal. A stent was implanted to hold the wire into place. During the procedure, approach was made from the right femoral artery with a sheath introducer (brite tip sheath, cordis). An sv wire was tried to delivered to the lesion with a balloon catheter (sterling, bsj) as back-up. When the sv wire was delivered until subintimal, its tip seemed to be stuck. Furthermore, when the sv wire kept being advanced further, it became a loop-formed and could not advance further. So the sv wire was stored inside the guidewire port although there was a little resistance felt during withdrawing it. After that, it was confirmed under fluoroscopy that a part of the sv wire (1-1.5cm) was remained in patient. The physician tried to remove the remained part, but he couldn't make it. Therefore, a stent (smart 6x120mm, cordis) was used to stick and hold the remained part on the vessel wall and the post-dilatation was conducted, then the procedure was finished. It will be returned for analysis.